Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, via social media, that on (B)(6) 2017, the patient experienced scarring around the additional adhesive being used with the sensor. The sensor was inserted on (B)(6) 2017. The date of issue is an approximation. On (B)(6) 2017, additional information was received from the patient's mom regarding the event. The patient's mom stated that the patient is using additional adhesives such as IV prep, unisol, skin-tac and fixic due to additional adhesives that were not recommended by dexcom. There was no allegation against the dexcom system. At the time of contact, the patient was in stable condition. No additional event or patient information is available.